Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two bent needle after insertion on (B)(6) 2025 the blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information was available.